Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-28-there was not enough information to determine the mlurc. Note: after several attempts manufacturer contacted customer on (B)(6) /2017 in a follow-up call in order to ensure the customer's condition since the initial call; spoke with nurse who states the customer went to the ER on (B)(6) and was admitted to the hospital on (B)(6). Nurse states he was discharged on (B)(6). Nurse also state the customer was re-admitted on (B)(6) with a blood glucose of 842mg/dl. Nurse states she does not know if he is still in th hospital at this time. Nurse states that at the time of the initial admission the customer was given IV insulin and IV hydration. After several attempts in a follow-up calls in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Customer called in on 11/17/2017 and states that he is using a competitor meter.

Event description:
Consumer reported complaint for symptoms. Nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer is stable but did report symptoms of blurry vision, frequent urination, nausea, weakness, sweating, excessive hungry, and dizziness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is also undisclosed. The meter memory was not reviewed for previous test result history. Nurse called in on behalf of customer and states the customer was not able to obtain a reading with his meter. On (B)(6) 2017 customer was admitted to the hospital. Nurse is requesting meter to be replaced. Nurse states customer was admitted to the hospital due to hyperglycemia and his glucose readings were in the 800's. Customer was experiencing blurry vision, frequent urination, nausea, weakness, sweating, excessive hungry, and dizziness. Customer is currently in the hospital. Customer was placed on IV insulin 20 units. Customer was also placed on IV hydration. Nurse states he is stable. Nurse does not have strips, meter or meter memory information with her.